Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Three (3) actual (used) samples and two (2) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port cap from the base of the spike port on two (2) of the actual samples and on one (1) of the companion samples. The reported condition was verified. The cause of the reported condition was not determined. This issue is being further investigated. Functional testing did not identify leaks on one (1) of the actual samples and one (1) of the companion samples. Therefore, the reported condition was not verified on two of the samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.